Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
The patient presented with cardiogenic occlusion at the m1 segment of the right middle cerebral artery (mca) and a mechanical thrombectomy procedure with the use of a retriever (subject device) was performed. After treatment, it was reported that contrast had leaked and the patient suffered a hemorrhagic infarction at the right sylvian fissure and right nucleus basalis. No further treatment was performed. Approximately two days later, the vessel had recanalized; however, the patient died due to a brain infarction at the right anterior cerebral artery and the middle cerebral artery. The physician's opinion that was reported indicated that the brain infarction was not related to the subject device. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number of the device was not recognized by the manufacturer. Attempts were made to obtain the correct lot number; however no other number was reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, stroke and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
The patient presented with cardiogenic occlusion at the m1 segment of the right middle cerebral artery (mca) and a mechanical thrombectomy procedure with the use of a retriever (subject device) was performed. After treatment, it was reported that contrast had leaked and the patient suffered a hemorrhagic infarction at the right sylvian fissure and right nucleus basalis. No further treatment was performed. Approximately two days later, the vessel had recanalized; however, the patient died due to a brain infarction at the right anterior cerebral artery and the middle cerebral artery. The physician's opinion that was reported indicated that the brain infarction was not related to the subject device. No further information is available.